Manufacturer narrative:
On 12/04/2018, additional information indicated that the date of implantation was on (B)(6) 2011. On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary two devices with the same lot number were received by mentor. The device (a) contained no fluid. Red, white, orange, and brown material were observed within the device. White material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed creases on both aspects. One rent was discovered within one of the creases on the anterior view measuring approximately 0.3 cm. A second rent was discovered extending to both views and measuring approximately 0.6 cm. In addition, an area of missing material was observed on the anterior view measuring approximately 0.1 by 0.2 cm. Microscopic examination of the edges of the rent a and missing material revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. The device (b) contained no fluid. Red and white material were observed within the device. White material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed three rents on the anterior view; rent a measuring 7.5 cm, rent b measuring approximately 0.5 cm, and rent c 0.3 cm. A fourth rent was observed on the posterior view measuring 1.0 cm. Microscopic examination of the rents edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the creases, rents and missing material occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since rents and an area of missing material were found on each of the reported devices. Microscopic examination revealed parallel striations on the edges of the rents and missing material. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. At this point is it not possible to determine the origin of the red, white, orange, and brown material observed. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
These information inadvertently missed from the initial report: that as a result of right implant deflation patient decided to go under bilateral removal and replacement as follow: right replaced with catalog number 3502400, serial number (B)(4), and left replaced with catalog number 3502400, serial number (B)(4). Patient tolerated the procedure well. On initial report the concomitant product mistakenly reported the correct product is left- catalog number 3501460, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left-mentor smooth round spectrum 375cc saline breast implant, catalog number 3502400, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round spectrum 375cc saline breast implants which the right side deflated after implantation. As a result patient had the device removed on (B)(6) 2018.